Event description:
It was reported that on (B)(6) 2020 at 4:26am, the large volume pump unexpectedly infused the entire bumetanide bag (25mg in 100ml) over 1 hour. According to the customer, the infusion was programmed correctly initially, per the order of 4ml (1mg) per hour, however per nursing report, the pump read 20ml/hr of normal saline a few hours later. The customer noted that at 4:42am, an intermittent infusion was setup for drug ID = 147 to infuse magnesium 1000mg in 100ml, however there was no order or documentation for this patient to receive any additional medications. The customer was unable to determine from logs if there was a programming error, line mix-up, or an unauthorized drug infusion and requested assistance investigating the devices. The patient required monitoring and fluids as treatment to counteract the event, however there was no patient harm.

Manufacturer narrative:
Failure investigation determined that the pcu s/n (B)(6) is not the suspect instrument. The customer's report and the results of the failure investigation has been captured in manufacturer report number: 2016493-2020-03202.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Patient admitting diagnosis: neutropenic fever.

Event description:
It was reported that on (B)(6) 2020 at 4:26am, the large volume pump unexpectedly infused the entire bumetanide bag (25mg in 100ml) over 1 hour. According to the customer, the infusion was programmed correctly initially, per the order of 4ml (1mg) per hour, however per nursing report, the pump read 20ml/hr of normal saline a few hours later. The customer noted that at 4:42am, an intermittent infusion was setup for drug ID = 147 to infuse magnesium 1000mg in 100ml, however there was no order or documentation for this patient to receive any additional medications. The customer was unable to determine from logs if there was a programming error, line mix-up, or an unauthorized drug infusion and requested assistance investigating the devices. The patient required monitoring and fluids as treatment to counteract the event, however there was no patient harm.